Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that  the reason for call was caller stated that for the past at least 4 months they have noticed that their implant battery is only lasting a day when it used to last 4 days. . Caller added that they don't want to lose the benefit they are having from the implant. Caller confirmed that the implant will charge just fine, it takes a while, but it charges just fine all the way up to 100%. Caller noted if they let the implant battery get too low, then the controller has a hard time finding it to start charging and occasionally they see an "mr" code. Agent had caller examine equipment for damage. Caller confirmed no visible damage to recharger cord, pins, controller port, or controller battery compartment. Caller reset the controller and confirmed the controller powered on. Caller noted the controller battery was at 50% and the implant was at 80%. Caller noted that they just charged the implant to 100% last night. Caller stated they have never adjusted their programming or therapy settings  because they benefit them so much. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. .

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, from a manufacturer representative (rep). The rep reported, that they could not clarify the mr code, because they never met with patient. The mdt representative also stated, the it is unknown, if there were any external environmental/patient factors that may have contributed to this. They reached to patient, but no response yet.